Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The facility reported a lactosorb screw that broke and remained in the patient during a procedure. It was reported that the lactosorb screw broke during a brow lift (the screw broke where the anchor is threaded when the surgeon pulled the suture the screw broke) and remained in the patient. The surgeon was unable to retrieve the screw that remained implanted. This is a resorbable product and the surgeon felt it did not present any injury to the patient. The remaining part of the screw was retrieved.

Manufacturer narrative:
The product was returned for an evaluation. The product identity was confirmed in the evaluation. In the microscopic inspection, the screw was found to be fractured through the minor diameter of the suspension screw and the hex head was broken off of the screw head; therefore, the complaint is confirmed. The most-likely cause was determined to be excessive force being applied to the screw during insertion. The device history records could not be reviewed as the lot number remains unknown. There are no indications of manufacturing defects.